Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. "An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. " ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The ge healthcare internal field modification number is (B)(4).

Event description:
The hospital reported that, during patient use, the machine was turned off suddenly. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare has determined that this is a duplicate report. This event had already been filed on MDR 9710602-2017-00071 but reflects the incorrect manufacturing site. MDR 2112667-2017-01712 was submitted on 9/12/2017 to correct the manufacturing site.